Manufacturer narrative:
Patient age and weight are unknown. The patient is over 18 years old. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was to be used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 (female patient over 18 years old). According to the complainant, during preparation, a deployment test was performed and the array tines were found to be tangled. The deployment test was attempted several times; however, resistance did not help and the array tines were still found to be tangled. The procedure was completed with another leveen coaccess electrode system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was to be used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 (female patient over 18 years old). According to the complainant, during preparation, a deployment test was performed and the array tines were found to be tangled. The deployment test was attempted several times; however, resistance did not help and the array tines were still found to be tangled. The procedure was completed with another leveen coaccess electrode system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination found that the device returned with the array in the closed position. Functionally, the array was able to be extended and retracted without issue. When extended, the array tines were not crossed, formed a uniform umbrella shape, and appeared undeformed. The condition of the returned incident device was not consistent with the complaint that when the array was extended the tines were tangled. The condition of the returned incident device showed no evidence of any defect which could have contributed to the event. The account confirmed that the complaint device was returned for evaluation. Therefore, the complaint was not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).